Event description:
Additional information was received. It was reported that there was a 10-minute delay, and no impact to patient's outcome. It was also reported that the surgeon finished the surgery using a non-medtronic imaging system and fluoroscopy.

Manufacturer narrative:
Please see section a, b5, and e for additional information. F1908 was added for the 10-minute delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: battery 9733627 lead acid 24v 34w ups 9733625 800va 120/240 selectable psu kit 9735339 spectra rohs power supply 9733619 multi out 350w fan 9734898 +12vdc 92x92x25 39cfm 1.3w cable 9734900 +12vdc multi-out h3) onsite functional and visual examination was performed by a manufacturer representative. A hardware failure of optical communication was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system lost communication to the camera during a procedure. At the time of the call, the camera did not have any lights, but the laser handle activated. The representative noted a red x next to the camera while in the clinical application. The system was beeping every 60 seconds. The representative took the covers off and noted green lights on the polaris spectra system control unit (scu). Every 60 seconds when the system beeped, the scu lights would flash orange. The cable running from the back of the camera into the back of the camera was reseated and the issue did not resolve. The representative looked up and noted that both monitors were on a black screen and it was noted she did not unplug any cables. The representative noted that the led lights on the video splitter were off. The representative unplugged the video out and video in cables and plugged them into one another. The monitors remained black. The representative reseated the power cables into multiout and uninterruptible power supply (ups) and the issue did not resolve. They swapped the power cable into the muli out to another port, and the issue did not resolve. The I/o hub did not appear to be on minimal heal. Internal fan of the multi out was not on. System booted on as expected and the scu and camera were unavailable in the ndi toolbox. The root cause is likely a short regarding the multiout.